Event description:
Patient treatment started without difficulty. About 25-30 minutes into the treatment pct noted that we had a small amount of blood dripping from the dialyzer onto the floor. Blood could be seen in the threaded area of the head of the dialyzer. No blood leak detected by the machine, and no saline leaked during the recirculation of the system. At the time the staff noticed drops of blood on the floor there was no active blood dripping. Returned patient's blood and changed out the dialyzer. Set system back up, and restarted the patient's treatment. Running with no new problems.